Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that surgeon was approximately 2 mm inaccurate on the lower portion of the spine. Site reported only using one spine reference frame attached the t4 for the procedure. Site reported taking two imaging spins and was accurate using the scan for the upper thoracic region of the spine. The camera had been positioned at the head of the bed. The procedure was completed despite the reported issue. There was no known impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.